Event description:
It was reported that motor not running event occurred. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The following was visually identified: broken top case, cracked right plunger case, cracked battery door, cracked case bottom, and cracked left plunger case. Motor not running was found during occlusion test. The root cause of the reported issue was found to be caused by normal wear as the pump is over fourteen years old. Actions were taken to mitigate the reported issue: replaced cracked case top, case bottom and both plunger cases. Replaced defective battery due to normal wear. Replaced misaligned plunger tube. Replaced plunger cable, lead screw, both clutches and clutch spring due to normal wear. This MDR was generated under protocol (B)(4).